Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with poco c40 with android operating system and unknown version. As a result, customer was unable to monitor glucose with sensor readings and loss of consciousness and seizure. The customer was able to self-treat with honey and no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported issue, incompatible device was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the application as the cause of the issue due to the customer using the wrong application of freestyle librelink instead of freestyle libre 2 application. There is no malfunction with the customer's reported application. Therefore, the reported issue is not confirmed with respect to the customer's reported application. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a russia customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.